Manufacturer narrative:
The target lesion was the left anterior descending. The vessel was heavily calcified and moderately tortuous. There was 99% stenosis. The femoral approach was chosen for the procedure. The target lesion was a long diffused calcified lesion. This medwatch reflects two products with the same catalog and lot number.

Event description:
Afterh guide wire (whisper) crossed the lesion, an atw wire was used. "Even though transit was also used, the atw was a little moved back toward the proximal end." It was difficult to cross the lesion and the tip of the atw wire broke. Another atw wire was used instead and was delivered to the diagonal branch. A cypher stent was then deployed in the mid left anterior descending artery. When the atw wire was removed, resistance was felt. The tip of this atw wire also broke. Both wires were removed from the pt's body successfully.